Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the impactor pad broke upon impaction during use in surgery.

Manufacturer narrative:
Visual inspection of the returned impactor pad confirmed that a piece had fractured off of the pad. The fractured piece was also returned. Scuff marks indicative of use were noted on the femoral implant/provisional connection side and the handle connection side. Measured dimensions were conforming to print specifications. This device was manufactured in june 2013, with an approximate field life of 2 years 10 months, and has been used in an unknown number of surgeries. This device is used for treatment. A product history search identified no other complaints for this part and lot combination. Per the package insert for the device, it should be inspected and not used if damage and wear are noted. Age and repeated use of the device are considered to be the root cause.